Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) post-operatively following the patient entering cardiogenic shock secondary to open heart surgery on (B)(6) 2022. They were able to be extubated to a high-flow nasal cannula on (B)(6) 2022. They have remained on epinephrine and milrinone, as well as inhaled epoprostenol for right ventricular support. The patient was noted to have increased sinus tachycardia and non-sustained ventricular tachycardia with a heart rate in the 150's bpm. The patient had a regular rhythm and stable blood pressure. The patient reported anxiety and shivers but no other symptoms. The patient was given a bolus of amiodarone for possible atrial flutter. Although arrhythmia was not confirmed, the patient was started on a precedex drip for anxiety. The left ventricular assist device (lvad) pump speed was increased and they were given lasix (furosemide) after which they showed improvement. The lvad speed was decreased to prevent injury to the patient's right ventricle. The patient experienced significant ectopy and frequency runs of non-sustained ventricular tachycardia. Finally, the patient was given another amiodarone (cordarone) bolus and was started on a continuous amiodarone drip. On (B)(6) 2022, the patient was found to have leukocytosis and systemic inflammatory response syndrome (sirs). The patient was placed on a cooling blanket for fever management. Etiology was unclear as all invasive lines were new from the operating room. Repeated blood cultures were taken. The patient received an IV of peri-operative antibiotics. Additional antibiotics were deferred. Additional information revealed that the patient's post-operative course has been notable for acute on chronic heart failure. The patient was on continuous lasix drip, however continued volume overload eventually required slow continuous ultrafiltration for volume removal. Additional information revealed that a small right pneumothorax was found after the patient's surgical drain was removed. Additional information revealed that the patient has remained on inotropic therapy post-operatively. They were initially on norepinephrine, epinephrine, and milrinone. They were weaned off of norepinephrine, and epinephrine, but remains on milrinone. An echocardiogram was taken on (B)(6) 2022 showing severe right ventricle dysfunction. As of (B)(6) 2022, the patient remains on milrinone to be weaned as able. A chest x-ray performed on (B)(6) 2022 revealed stable left pleural effusion.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported events could not be conclusively established through this investigation. As of (B)(6) 2022, the patient remains on an inotropic medication which will be weaned as able. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The hm3 IFU also lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31may2022. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, infection, right heart failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The hm3 IFU also lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that leukocytosis and sirs were thought to be related to the implant procedure, and there was low clinical suspicion for infection. On (B)(6) 2022, the patient was weaned off the amiodarone drip and was started on oral amiodarone. The patient was also weaned off slow continuous ultrafiltration and then they transitioned to intravenous diuretics and then to oral diuretics. On (B)(6) 2022, respiratory failure resolved. The patient's pneumothorax resolved on (B)(6) 2022. Cardiogenic shock resolved on (B)(6) 2022. When the patient was discharged from the hospital on (B)(6) 2022 they were discontinued from diuretics but remained on amiodarone. Leukocytosis, pleural effusion, and arrhythmia resolved upon discharge on (B)(6) 2022. A follow-up outpatient echocardiogram was performed on (B)(6) 2022, which continued to show right ventricular dysfunction. Subsequent echocardiogram had poor visualization of the right ventricle resulting in a right ventricular function not being able to be assessed.